Event description:
It was reported that the left ventricular threshold was higher than the available output (7.5 v, 1.5 ms) of the pulse generator. The left ventricular channel was pro- grammed off and only right ventricular pacing was utilized.

Manufacturer narrative:
No medwatch form was received.